Event description:
It was reported that stored data showed that the atrial lead exhibited noise, which resulted in noise reversion and automatic mode switching. Noise could not be reproduced on the lead and all measurements were normal and in range. Sensitivity was programmed to 1 mv in the atrium. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.